Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic with a infected implantable cardioverter defibrillator (ICD) pocket infection. The entire ICD system, including leads, was explanted on (B)(6) 2020. Patient was stable after the procedure and will continue to be followed by an infectious disease physician while finishing their antibiotics.